Manufacturer narrative:
The product and data logs have not yet been returned from (B)(6) facility for evaluation. The clinical account is still being further clarified. Upon completion of investigation, a final medwatch will be completed. (B)(4).

Event description:
A patient had an impella cp placed for support for cardiogenic shock post CABG. Within 6 hours of impella placement, at the right femoral artery, the limb showed signs of ischemia. As the leg was cold and lacked pedal pulses, the impella was explanted and ECMO was placed instead.

Manufacturer narrative:
Since the filing of the initial medwatch, the investigation has completed. The device was not returned for analysis, nor has the data logs. The device history analysis revealed no other similar failure mode complaints from the lot of pumps. The root cause of the limb ischemia was unable to be determined. (B)(4).